Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that customer had an issue with a dialysis catheter. The customer states that perforation, ruptures and blood leakage was found at the hub of the catheter. There was no medical intervention however, the patient's catheter was pulled and replaced.